Event description:
Boston scientific received information that this device was in an elective replacement indicator (eri) status, however the device displayed a magnet rate of 100ppm three months prior. A local area sales representative and technical services discussed the device status concerns. It was noted that the device was possibly bordering between two different statuses at the time of the previous device check. To date, no adverse patient effects were reported with this clinical observation.

Event description:
--

Event description:
Additional information was received that this product was explanted and replaced due to battery depletion.

Manufacturer narrative:
All available information indicates that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The device has been received and is currently being analyzed. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. When testing is complete this report will be updated.